Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy, (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique, described as the "patient made a mistake". On (B)(6) 2011, the patient was diagnosed with peritonitis and was not hospitalized. On (B)(6) 2011, the patient was treated with remedial therapy of reflin (1gm, ip, once daily), fortum (1gm, ip, once daily) and "penmer 00mg" (ip, once daily). At the time of this report, antibiotic therapy and dianeal were ongoing. The outcome for the peritonitis was reported as resolving. It was not reported whether the patient was retrained in aseptic technique. The baxter-employed nurse reported the peritonitis was unrelated to the dianeal therapy. A causality statement for the event of break in aseptic technique was not reported.